Event description:
Distributor patient's mother contacted dexcom technical support on (B)(6)2015 to report a permanent out of range signal patient experienced on (B)(6) 2015. No injuries or medical intervention were reported at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).